Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead revealed high capture threshold and increased pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.